Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the right atrial (ra) lead exhibited placement difficulty and high thresholds. The ra lead was abandoned and replaced with a single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.